Event description:
It was reported that a device alarmed for a system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The evaluation found that the system error 105 was caused by severed motor mount screws. The motor and screws were replaced.